Manufacturer narrative:
This report is submitted on april 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced recurrent keloidal tissue growth at the implant site and subsequently the patient was administered steroids by injection and underwent a skin revision (date not reported).